Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing had detached. The site location was the patient's belly. There was not stress or pull on the tubing and they were unsure if the pump was dropped with the set connected to their body. No further information available.

Event description:
On 31-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(6). Event occurred in spain on (B)(4) 2021, it was reported that the patient's infusion set's tubing had detached. The site location was the patient's belly. There was not stress or pull on the tubing and they were unsure if the pump was dropped with the set connected to their body. No further information available.